Event description:
The complaint was reported as: the customer alleges that the pt was being ventilated with a pb 40 respiratory ventilator through the hudson 1613v ventilator circuit. The blue cap over the pressure line connector had come off. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedure of catalog number 1613v were reviewed and no findings related to the reported issue were found. A DHR (device history record) review could not be conducted since the lot number was not provided. This customer complaint cannot be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported.